Event description:
There was no report of device failure or malfunction. The pt was undergoing a coronary artery bypass graft(CABG)procedure. There was some resistance to passage of the endoaortic clamp (eac)guidewire, but the eac was placed uneventfully. Upon starting cardiopulmonary bypass, there were high line pressures. The echocardiographic view of the descending aorta at that point was unremarkable. However, the desired fluoroscopic examination of the iliac and femoral vessels could not be performed because of the operating table configuration and the pt's positioning. A left femoral artery cannula was placed, and the arterial return was achieved via the left femoral artery. Cardiopulmonary bypass pressures were then normal. However, after a few minutes, echocardiographic images indicated the presence of an aortic dissection, and there was a 10mm hg discrepancy between right and left radial artery pressures. A sternotomy was performed, and the dissection was observed to include the aortic arch. The attending surgeon stated that the dissection likely started at the femoral or iliac level, and propagated proximally. The 2-vessel CABG was completed, and the aortic arch was repaired using a graft. The pt was transferred from the operating room to the intensive care unit, and was discharged to the general hosp ward on 12/6/97. There have been no apparent sequelae from this incident. This case was notable for the pt's small size, for the presence of ulcerative atherosclerotic disease in the aorta, and the imaging difficulties (fluoroscopy) listed above. A follow-up phone report from the surgeon, stated that the histologic examination of the pt's aorta revealed the presence of medical necrosis, a known predisposition to vascular dissection.